Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30430690m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Component code of ¿appropriate term/code not available" represents "no findings available." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient (61 year old, 90.3kg) underwent a cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an afib case, there was a perforation of the left atrium. The perforation was noticed when the physician was burning and patient¿s blood pressure dropped. The perforation was then confirmed by echo. The medical intervention provided was a pericardiocentesis 350 ml of fluid was removed. The patient was reported to be in stable condition. The physician did not believe the ablation catheter was the cause. They suggested that the cause may have been due to burning at 35 watts too long and the patient having a very thin atrium wall. Patient fully recovered after overnight stay in the intensive care unit. Transseptal was performed with the brk needle. There was no evidence of steam pop. The irrigation flow was set to 8ml/min high flow and 2ml/min low flow (the device instructions for use recommends 15 ml/min for power levels between 31 - 45 w). There were no errors observed on the biosense webster equipment during the procedure. Graph, dashboard, vector and visitag were used for force visualization. The visitag stability settings were 2 mm for 7 sec, 50% of time with of 5 grams . Tag index was used as prospective coloring option.